Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had motor error message. The customer¿s blood glucose was unknown. The customer also reported gear was slower when priming and coding ripped off act button tearing on the coating. The device will not be returned for analysis.